Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray images did not appear on the monitor. Upon inspection, fse determined that the 5volt power supply was faulty. The fse replaced the power supply. After replacement of the power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the x-ray images did not appear on the monitor. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.